Manufacturer narrative:
Analysis received the unit with a failed battery test alarm due to corroded battery tube. There was no blank display noted. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 240 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.